Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incident occurring before the implant of the device, implanting the device at an off-label location, and inadvertently puncturing the bone or tissue during the procedure have been ruled out as potential causes. Additionally, the patient does not have any contraindicating conditions. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, a CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Event description:
The patient reported a rash on their back and was seen by their dermatologist who determined the rash may be a result of the neurostimulator. The patient is scheduled to see their pain physician (B)(6) 2024. However, the patient currently has no complaints other than a mild rash.